Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that approximately twenty-four hours post implant of atrial lead, x-ray image indicated the lead had dislodged. Interrogation showed occasional undersensing of p-wave as well as atrial pacing failure, and impedance was abnormal and high threshold. Atrial lead revision procedure was performed and lead measurements were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.